Manufacturer narrative:
The device history for this lot was reviewed and no non-conformances were identified. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two or the same event; see also 0001032347-2016-00159. Device remains implanted.

Event description:
The sales associate reported a tmj exploratory surgery due to pain. The doctor noticed the patient was having inflammation in the zygoma and decided to bring her to the operating room to try to find what may be causing the swelling. They thought a loose screw in the fossa could have been the cause but didn't find any loose screws. So, they did a culture and left everything in tact and closed her up. No explant took place.